Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely elevated magnesium results on one patient sample on (B)(6) 2013. Results provided for sid (B)(6) = 2.54 mmol/l/ repeat 0.95 mmol/l. There was no additional patient information provided. There was no reported impact to patient management.